Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B) (6) 2010. During the procedure, the device lost pressure five minutes into therapy and the balloon lost 6cc fluid. A hysteroscopy was performed with good results. A second like device was used with no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.